Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. A bag with one partially formed cilp was received along with the instrument. Upon visual inspection, a jammed clip was noted to be inside the shaft. In an attempt to replicate the reported incident, the device was functionally tested. Upon cycling, the jammed clip fell off from the jaws and it fed one clip as intended; the cycle was completed and one conforming was formed. In the next actuations, nine clips were fed and formed as intended. No difficulties to fire the instrument were noted during the analysis. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the grasping force of the firing trigger was higher than expected at the 4th firing and the clip was not fed into the jaws. Then, the trigger tried to be grasped out of the patient but the same event occurred. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the trigger was grasped, and then the clip could be fed into the jaws.